Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected rewind/noise anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump rejects new batteries and had diminished battery life. Customer also stated that the insulin pump had loud grinding sounds during rewinds and no delivery alarms. The insulin pump will not be returned for analysis.